Event description:
The customer has a bar to pull himself up to get out of the bed. The headboard is allegedly uneven, which caused the consumer to fall out of bed.

Manufacturer narrative:
Invacare received information alleging the headboard was uneven, causing the consumer to fall out of bed. No model and or serial number has been provided at this time. MDR filed based on the allegation of medical intervention.